Event description:
The customer reported that while pumping up the bag, the roller clamp did not fully close off the tubing and liquid was able to advance through the tube. No harm or injury was reported.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The customer did not specify if this was the initial use of the device. Upon visual inspection, the complaint was confirmed. The wheel of the roller clamp was tilted. Performance tests performed on the device revealed that when the wheel was tilted, leaking was observed from the device, however, when the wheel was positioned properly in the clamp, the device did not leak. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The root cause of the reported failure is due to a higher durometer tubing which may make the roller clamp difficult for some users to manipulate. A new roller clamp is currently being validated to address this issue. Eval: method: device history record was reviewed, complaint database was reviewed.